Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported by a hospital biomedical engineer (on (B)(6) 2018), that on (B)(6) 2018, a patient on hemodialysis (hd) therapy for renal replacement therapy (rrt) sustained a cardiac arrest during (unknown time) an acute hd treatment at a user hospital. Hd treatment details are unknown. Patient information is unknown. Medical professional caring for the pt. At the time of the event is unknown. The pt. Received cardiopulmonary resuscitation and the pt. Survived. Details surrounding resuscitation efforts and further medical management/hospitalization are unknown. It was reported (by the biomedical technician), the 2008 t machine experienced a failed online pressure holding test (pht) earlier in the hd treatment (time unknown). It is unknown if the 2008 t machine encountered any further alarms. Reportedly, the 2008 t machine was pulled from service after the event and on (B)(6) 2018 the dialysis machine was evaluated, and it was stated the machine did not malfunction nor warrant any repairs. It was reported the machine was cleared to return to service.

Manufacturer narrative:
The alleged event is not confirmed. The alleged device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Event description:
Additional information was solicited and received. Information in the complaint file and 3 pages of fax received on 16/feb/2018 were reviewed. On (B)(6) 2018, a patient on hemodialysis (hd) therapy for renal replacement therapy (rrt) became unresponsive during an acute hd treatment (using a 2008 t machine) at a user hospital. It is unknown when during hd treatment the event occurred as well as hd treatment details and any precipitating events are unknown at the time of this clinical investigation. On (B)(6) 2018. It was reported by a biomed technician the pt. Suffered a cardiac arrest. However, it was not confirmed if the pt. In fact had a cardiac arrest event. Patient information is unknown. Medical professional caring for the pt. At the time of the event is unknown. The pt. Was resuscitated, and the pt. Survived and recovered. Details surrounding resuscitation efforts and further medical management/hospitalization are unknown. It was recorded indicated that the event was not related to the 2008 t machine. It was reported (by the biomedical technician), the 2008t machine experienced a failed online pressure holding test(pht) earlier in the hd treatment (time unknown). It is unknown if the 2008 t machine encountered any further alarms. Reportedly, the 2008 t machine was pulled from service after the event and on (B)(6) 2018 the dialysis machine was evaluated, and it was stated the machine did not malfunction nor warrant any repairs. It was reported the machine was cleared to return to service.

Manufacturer narrative:
A temporal relationship exists between the 2008 t machine with a failed pht during hd treatment and the pt¿s subsequent loss of consciousness during an acute hd treatment in a hospital user facility. The pt¿s co-morbid conditions that may have been a contributory factor in this case and the cause for this pt. To receive acute hd treatment in the hospital are unknown. Based on the available information, it is unknown what may have caused the machine to encounter a failed online pht. It was reported the machine was pulled from service and evaluated (by a biomedical technician) after the event and it was noted no machine malfunction occurred and there were no repairs to the machine required. The machine was returned into service. At this time, it cannot be determined if the failed pht on 2008 t machine during hd treatment may or may not have been related in any way to the pt¿s adverse event. A supplemental report will be submitted upon completion of the plant¿s investigation.